Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital due to beeping tones coming from her device and she may have felt something in the device pocket. Interrogation of the device revealed that the device had declared a fault code as it had reverted to safety mode. The device was to be removed and replaced in the near future. Upon explant, the device will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this crt-d was thoroughly inspected and analyzed. Interrogation of the device confirmed, it was operating in safety mode. No beeping tones were heard from the device when it was received. A review of device memory identified several faults. The faults resulted in software resets, which were performed in an attempt to correct an identified memory inconsistency. A location storing data related to general diagnostics had been altered, which resulted in reversion to safety mode. No root cause for the memory inconsistency was determined through laboratory testing. It should be noted that pacing and shock therapy remained available while the device was in safety mode. It is suspected that the memory inconsistency was caused by radiation exposure. Since there is no information to suggest this patient was exposed to therapeutic radiation, the memory error is thought to have possibly been induced by exposure to naturally occurring radiation or exposure to man-made radiation. Cognis devices are designed with a robust memory correction algorithm; however, the size and type of memory corruption in this device was beyond the ability of the automatic error correction of the device to repair. Confirmed product malfunction; however, laboratory analysis was not able to determine a root cause for this issue.

Manufacturer narrative:
To date, the device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
The device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.